Manufacturer narrative:
Product investigation was completed. Returned product consisted of a watchman access system. The device was bloody. The tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed tip damage (delaminated/flattened), and a kink in the sheath located 55.5 cm from the tip of the device. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed, but needed to be recaptured. It was reported that a kink was noted to the was after recapture of the closure device. There was no damage noted to the wds or closure device. No patient injury or complications were reported. The procedure was unable to be completed due to the patient's anatomy.